Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines;") and alopecia ("hair loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, menorrhagia, vaginal discharge, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were occluded. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines;") and alopecia ("hair loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, menorrhagia, vaginal discharge, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated right essure coil removed through the proximal tube') and abdominal pain ('severe abdominal pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "tubes were easily seen, however I had difficulty initially getting the essure device to go into each tube" and device use error "one got bent so I had to use another one". The patient's medical history included uterine bleeding, nasal congestion, heartburn, endometrial ablation, anemia, tonsillectomy, appendectomy, wisdom teeth removal, polyp of corpus uteri, asthma, gastroesophageal reflux disease and endometrial ablation. Previously administered products included for an unreported indication: ortho tri-cyclen. Family history included ovarian cancer (aunt). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) since 2004 for contraception. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives"). On (B)(6) 2009, the patient experienced vaginal discharge ("irregular vaginal discharge"), migraine ("migraines;") and headache ("headaches"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain") and pelvic pain ("pain / worst cramp"). In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding"), post procedural discomfort ("she had a moderate amount of discomfort with dilation, hysteroscopy and placement."), premenstrual syndrome ("premenstrual syndrome"), abdominal distension ("I am extremly bloated"), affective disorder ("ugly mood with everyone"), irritability ("and everything they are doing is irritating me"), abdominal pain lower ("I have the worst cramp"), breast pain ("my boob hurts so bad"), exhaustion ("so exhausted"), spinal pain ("spine feels like its gonna fall out") and mood altered ("ugly mood") and was found to have weight increased ("I seriously look like 9 months pregnant"). The patient was treated with surgery ((B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, post procedural discomfort, premenstrual syndrome, abdominal distension, affective disorder, irritability, abdominal pain lower, breast pain, exhaustion, spinal pain, weight increased and mood altered outcome was unknown, the abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, menorrhagia, vaginal discharge, alopecia, vaginal haemorrhage, pelvic pain, fatigue, headache and urticaria had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affective disorder, alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritability, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, post procedural discomfort, premenstrual syndrome, spinal pain, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and exhaustion to be related to essure. The reporter commented: discrepancy in essure insertion and removal dates noted: insertion dates- (B)(6) 2008 and (B)(6) 2009. Removal dates- (B)(6) 2015 and (B)(6) 2015. She sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring the left tube had 6 coils protruding and the right tube had 5 coils protruding received treatment for migraine/headaches, pelvic pain, vaginal discharge in fw it was reported that my boobs hurt so bad. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes were occluded total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media:premenstrual syndrome, abdominal distension, affective disorder, irritability,lower abdominal pain, breast pain, fatigue, spinal pain, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received: new events: premenstrual syndrome, abdominal distension, affective disorder, irritability, lower abdominal pain, breast pain, fatigue, spinal pain, weight increased, ugly mood were added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated right essure coil removed through the proximal tube') and abdominal pain ('severe abdominal pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "tubes were easily seen, however I had difficulty initially getting the essure device to go into each tube" and device use error "one got bent so I had to use another one". The patient's medical history included uterine bleeding, nasal congestion, heartburn, endometrial ablation, anemia, tonsillectomy, appendectomy, wisdom teeth removal, polyp of corpus uteri, asthma, gastroesophageal reflux disease and endometrial ablation. Previously administered products included for an unreported indication: ortho tri-cyclen. Family history included ovarian cancer (aunt). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives"). On (B)(6) 2009, the patient experienced vaginal discharge ("irregular vaginal discharge"), migraine ("migraines;") and headache ("headaches"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual bleeding") and post procedural discomfort ("she had a moderate amount of discomfort with dilation, hysteroscopy and placement."). The patient was treated with surgery ((B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and post procedural discomfort outcome was unknown, the abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, menorrhagia, vaginal discharge, alopecia, vaginal haemorrhage, pelvic pain, fatigue, headache and urticaria had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural discomfort, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion and removal dates noted: insertion dates- (B)(6) 2008 and (B)(6) 2009. Removal dates- (B)(6) 2015 and (B)(6) 2015. She sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. The left tube had 6 coils protruding and the right tube had 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes were occluded total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received events " abnormal bleeding (vaginal), fatigue, headaches, pelvic pain, hives, fallopian tube perforation" were added. Medical history, lab data were added. Reporter, patient and product information were added. Outcome of events " hives, pelvic pain, abnormal bleeding vaginal" were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.